Manufacturer narrative:
Device evaluation summary: the reported fluid had gone to the blood bag instead of the reservoir issue was not verified during service. No problems were noted during servicing. Preventive maintenance was performed per specifications. D9: instrument was serviced at the facility by medtronic field service and was not returned to medtronic service center this regulatory report is being submitted due to retrospective review through CAPA 624392 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that during use of an autolog iq instrument, it was reported that a note was found on the unit stating that fluid had gone to the blood bag instead of the reservoir. Use of instrument was unspecified. There was no adverse patient effect associated with this event. Medtronic received additional information that the fluid went to the holding bag instead of the reservoir.